Manufacturer narrative:
Device history records review was completed for part# 357.372, lot# 5036692. Manufacturing location: (B)(4), release to warehouse date: jul 05, 2005. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the device (part 357.372) was not received at the investigation center for evaluation. The device (part 357.377) was received broken; the weld that secured the proximal knob has broken and the knob is able to be unscrewed and removed from the device shaft. The complaint devices are reusable instruments available in the trochanteric fixation nail (tfn) system and used to aid in helical blade insertion. The relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The complaint condition for the received part was most likely due to cumulative wear for this 12 year old reusable instrument that is hammered on by technique to insert helical blades. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation for (part 357.372, lot 5036692) was performed: the customer reported the device was found broken. The repair technician reported the alignment pin broke off, and the lock screw on the alignment indicator was broken in half. Damaged component is the reason for repair. The item could have been repaired, but there was an unknown material/residue on parts of the device after the decontamination process was completed. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. A visual inspection at customer quality (cq) confirmed that the device (part 357.372) is broken as reported. The alignment pin broke off and the screw on the alignment indicator is broken in half. This complaint is confirmed for 357.372 (broken). Whether this complaint can be replicated at customer quality (cq) is not applicable for part#357.372 as the device is already broken. No new malfunctions were identified as a result of the investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A service history review was performed on part 357.372, lot 5036692: no service history review can be performed as part number 357.372 with lot number(s) 5036692 is a lot/batch controlled item. The manufacture date of this item is 5-jul-2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) tfn (trochanteric femoral nail) instruments, helical blade inserter and helical blade coupling screw were found broken in sterile processing. There was no reported patient or procedure involvement. This report is for one (1) helical blade inserter. This is report 1 of 2 for complaint (B)(4).